Manufacturer narrative:
A ge service representative performed an over the phone investigation. The key-switch was found in the wrong position during the service call. The customer cancelled the service call. A follow up report will be filed, when additional details become available.

Event description:
It was reported that the vertical lift column on the 9900 system would not work during a case. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.